Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, a functional check was completed and it was confirmed that the device low pressure. Circulation pump and mixing pump heads were replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the article sun device had no monitor display per sample evaluation result received on (B)(6), 2023, low pressure was found during functional check. Replaced circulation and mixing pump heads .

Event description:
It was reported that the artice sun device had no monitor display . Per sample evaluation result received on 06apr2023, low pressure was found during functional check. Replaced circulation and mixing pump heads .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.